Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage, and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On an un-specified date in (B)(6), a transesophageal echocardiography (tee) was performed which found that one clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr had increased to 3+ and a posterior leaflet tear was suspected. The other clip remains stable on both leaflets. The patient is stable and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records of the lot numbers of both implanted clips identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. All available information was investigated and a definitive cause for the tissue damage and slda in this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2018, two clips (71211u282, 71211u281) were implanted; however, it cannot be confirmed which clip had the single leaflet device attachment (slda). No additional information was provided.